Event description:
Pt had silicone breast implants removed due to bilateral capsular breast contractures with rupture of both implants. Right breast capsule was found to be relatively thin in the inferior portion. Upon opening the capsule, the implant was found to be grossly ruptured and completely disrupted. Left breast capsule was opened and implant found to be thoroughly disrupted with free gel present and shell totally disrupted.